Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist reported that trauma over the implant has happened.

Event description:
(B)(4) - the dentist reported that, almost 7 months after the dental implant was installed in patient¿s mouth, its non-osseointegration was observed. The 45 ncm of primary stability was achieved and the implant was installed without immediately load. The patient bone type ii.